Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was able to charge the pump and clear the alert with an alternate wall adapter. Customer¿s blood glucose level was approximately 120 mg/dl.